Event description:
The hex of the fixture has fractured and the bridge was removed. Dr spoke to another dr at time of the event (6/20/96) and they were able to salvage the fixture. Patient injury has not been reported.